Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during delivery in the : general patient ward. The device was programmed to deliver 100ml of midalzom at 9ml/hour. The bag was empty when the device showed 60ml administered and the user heard an unspecified occlusion alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product . Additional information: d9, h3, h6, h11 . H11: the device was received for evaluation. During functional testing, over infusion was not reproduced. The device was tested for flow accuracy and was found to delivery within intended range. The event history log review revealed an infusion of midazolam with a volume-to-be-infused of 100 ml at a rate of 9 ml/hr was programmed on 02-21-24 and matches the customer report. There were no abnormalities that could cause or contribute to the reported problem observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Functional testing was performed and did not identify any issues related to the customer reported condition of occlusion alarm. The event history log review was completed and the customer reported problem could not be confirmed through the event history log. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.